Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was unable to capture at high output and had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.